Manufacturer narrative:
Clarification to h6: health effect - clinical code e2402 is populated to capture the vague report of "health problems" as surgical intervention was reported to be necessary. Conservatively, this information has been deemed a serious injury. The event of "health problems" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "health problems" necessitating surgical intervention.

Event description:
Patient reported "this model was recalled due to the increased risk of developing bia-alc, now have health problems, and surgical removal of the implants is necessary". This record is for the left side. Device remains implanted.